Event description:
It was reported the programmer will not power on. Multiple power cords were used, without success. The model 2067 programmer rf (radio-frequency) head was returned with the programmer and tested out of specification at the manufacturer. No information was received indicating patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event of the device not powering up. The power supply was found to be out of specification. The fan was also found to be noisy and was mechanically out of specification. (B)(4)the programmer rf (radio-frequency) head cable was found to be twisted and damaged.